Event description:
The customer reported that: "the screw was deformed in the patient's elbow after the osteosynthesis. This was detected during the control scan, i.e. During the operation. Visualization of a part of the screw dismantled and pitted near the patient's ulnar nerve. The screw had to be removed by another approach. Surgical delay of 30 minutes."

Manufacturer narrative:
D9 / h3 updated to indicate device was not returned. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition is unknown

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The customer reported that: "the screw was deformed in the patient's elbow after the osteosynthesis. This was detected during the control scan, i.e. During the operation. Visualization of a part of the screw dismantled and pitted near the patient's ulnar nerve. The screw had to be removed by another approach. Surgical delay of 30 minutes."